Event description:
It was reported that the customer was hospitalized on numerous occasions due to hypoglycemia. The reported blood glucose reading of the most recent event was 13 mg/dl. The customer was not available to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.